Event description:
It was reported that remote monitoring alerted for high high-voltage impedance (180 ohms svc-can) on the right ventricular lead. The patient was brought to clinic, and shock configuration was changed to rv­ can with acceptable an impedance at 85 ohms. The clinic will monitor this for now. The lead is a medtronic 6947m lead. X-ray shows no obvious lead integrity issue. There were no patient consequences. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).